Event description:
It was reported that when turning the 9600+ system on an iris error was presented. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. The collimator lead leaf has been ordered. Once this part is replaced it is believed that the reported issue will be addressed and the system will function as intended. No add'l issues are expected.